Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the catheter dissected a patient's ascending aorta near the right coronary ostium during a right and left heart catheterization procedure. A 5f venous sheath was inserted and a competitor's catheter was floated via the right brachial vein for cardiac output monitoring and possible hemodynamic abnormalities that may exist within the right side of the heart and lungs. A 6f arterial sheath was inserted within the patient's right radial artery for hemodynamic monitoring and pressures of the left heart and for acquiring coronary angiograms of both the left and right coronary branches. During attempted cannulation of the ostial right coronary artery, the physician perforated the patient's ascending aorta with the catheter. This was identified by a contrast leaking under fluoro and hemodynamic changes. The patient survived the surgery and was transferred to recovery.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The device did not malfunction. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.